Event description:
The pt had their device removed because of pain. Pt outcome was unk.

Manufacturer narrative:
Analytical results were not available at that time of this report. A follow-up report will be sent when analysis is completed.